Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot, that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU), as possible complications associated with mitraclip procedures. All information was investigated. And the reported difficult or delayed positioning with the anatomy and difficult to remove (clip interacting with the chordae) appears to be, due to patient morphology/pathology (rotated heart and difficult anatomical conditions). The reported poor image resolution was related to difficulties visualizing the device, due to the challenging patient anatomical conditions. And was thus related to patient and procedural circumstances. Tissue damage resulting in mitral regurgitation appears to be, due to the procedural circumstances of difficult to remove the clip from the anatomy. There is no indication, of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 3. The clip was advanced, however due to the rotated heart and difficult anatomical conditions, the mitraclip delivery system (cds) was too parallel to the aorta and perpendicularity to the valve plane as well as adequate height above the valve could not be obtained despite troubleshooting with the +/- and a-knob rotation. Therefore, correct clip positioning in the left atrium was not possible. When the clip was in the left ventricle, the clip was entrapped in the chordae. The clip was inverted the clip was retracted in the left atrium. A chordal rupture occurred, and mr increased to 3-4. No clips were implanted. No additional information was provided.